Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was attempted and the receiver displayed a "replace sensor now" icon when button was pushed. A review of the receiver data log confirmed a hardware error icon. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact, patient did not report any injury or medical intervention.